Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user turned the pump off as they did not want to wear the pump while sleeping. The user turned the pump on, loaded a new cartridge, and resumed insulin delivery. The user reported a blood glucose level of 315 mg/dl and it was addressed with a bolus.